Event description:
Reporter states the pt tested 18.9 mmol/l and 7.7 mmol/l on the inform system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system, however no product was returned for evaluation.

Manufacturer narrative:
Event occurred in another country.